Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed multiple noise episodes on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2026 during a generator change procedure. The patient remained stable throughout the procedure.